Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) the full lead was returned and analyzed. Primary analysis finding: no anomalies found. Blood was present on the helix/lobe mechanism. Electrical testing to determine continuity of the conductor(s) passed. Visual analysis revealed distal conductor distorted at connector. Damage at implant noted.

Event description:
It was reported, during the implant procedure, multiple attempts to position the atrial lead were made. Satisfactory sensing and capture thresholds were obtained at one point; however, the lead dislodged. Furthermore, the screw mechanism was difficulty to extend and retract. Consequently, the lead was then withdrawn. Upon removal, it was noted the pre-form j integrity was lost. A replacement lead was implanted uneventfully. No patient complications have been reported as a result of this event.